Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per email from (B)(6) she stated that the seat split in half on the front.